Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000916294a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 000916294a, test base part number 195-430wjr/ lot: 916294. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000916294a showed that the complaint rate is 0.00105%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test kit for two (2) tests performed on various dates. This MFR. Report addresses test one (1) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2026 on an unknown sample type. Repeat testing with binaxnow was performed on (B)(6) 2026 which generated an additional negative result. Additional testing was performed at a walk-in clinic on (B)(6) 2026 using an unknown testing method which generated a positive result. The consumer indicated they were experiencing symptoms such as nausea and congestion. The consumer confirmed there was no injury due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.